Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported bilateral lower extremity edema. Cec adjudicated as possibly related to the procedure.

Event description:
Additional information received reported the event was possibly related to antiplatelet medication and study procedure. Baseline aneurysm characteristics: location of aneurysm in vessel: sidewall. Aneurysm morphology: saccular. Maximum aneurysm diameter: 6.7mm. Aneurysm dome height: 4.8mm. Aneurysm dome width: 4.8mm. Aneurysm neck size: 4.8mm. Parent artery diameter distal to aneurysm: 3.9mm. Parent artery diameter proximal to aneurysm: 4.2mm.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that a pipeline patient experienced a bilateral le edema with no evidence of dvt. A hematoma was identified in the left wrist with 1.8 mm mass found adjacent to the left radial artery. Some swelling in the left wrist was also noted. The arterial line was placed in the left wrist for the index procedure. The patient was being treated for a left c4 ica aneurysm. The access vessel was the femoral right rist was not used. The adverse event (ae) did not result in hospitalization or any other actions taken/treatment. The patient was recovering/resolving. The adverse event (ae) was not related to the disease under study. The ae did not result from a device deficiency. The study device was successfully implanted in the subject. Ancillary devices: guide catheter infinity 088.

Manufacturer narrative:
Continuation of d10: product ID: (unknown); product ID: (unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.